Manufacturer narrative:
Medical device expiration date: unknown. (B)(4). Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube was ingested by a rn's toddler at home. The tube was unfilled and the 0.3ml of citrate was ingested. There was no report of injury or medical intervention.